Event description:
The pt was very corpulent and was (B)(6) meters tall. The pt underwent stimulator replacement surgery. During surgery, the physician removed 5 kilograms of fat from the abdominal area and a "big wound surface" was created. The pump was repositioned. Due to infection both the pump and the stimulator were explanted. As of (B)(6) 2010 the pt remained hospitalized due to the infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).